Manufacturer narrative:
Continuation of d10: product ID evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date product ID l-evolutfx-2329 (lot: 0012307633); product type: 0195-heart valves; implant date; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of this transcatheter bioprosthetic valve in a patient with stenosis below the head of the right femur, digital subtraction angiography revealed slow blood flow in the peripheral region of the right lower limb. The region below the head of the right femur where the stenosis was originally located was cut down via the external iliac artery. Endovascular thrombectomy was performed from the contralateral side to the opposite side. A plain old balloon angioplasty was performed on the superficial femoral artery with original stenosis using a non-medtronic 3.5 x 40 mm balloon. Following this intervention, blood flow was confirmed to have improved.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the minimum diameter of the access vessel was 5.4mm x 6.5mm at the access site. Peripheral to the access site the diameter was 3.2mm x 3.7mm. The slow blood flow as noted after the procedure, and per the physician, it was possibly pre-existing or the delivery catheter system could have caused or contributed.